Event description:
When the circulating rn opened the baseplate so that the surg. Tech could grab it the packaging on the inside was faulty. It had been peeled back.

Manufacturer narrative:
An event regarding the inner blister tyvek lid being stuck to the outer blister tyvek lid and packaging foam involving a triathlon prim tib baseplate - cemented was reported. The event was confirmed. Visual evaluation of the returned device packaging confirmed that both blister tyvek lids had been partially peeled back and the inner blister tyvek lid was attached to the top layer of packaging foam from the void-filling and heat sealing process. Medical records not performed as patient information is not relevant to the reported event and no patient information was provided for review. A device history review indicated that all devices were accepted into final stock with no reported discrepancies. A complaint history review indicated that there have been no similar events for the reported lot. The investigation concluded that the inner blister tyvek lid being stuck to the outer blister tyvek lid and packaging foam of a triathlon primary tibial baseplate was caused by a known packaging issue. The corner of the inner blister tyvek lid had likely adhered to the outer blister tyvek lid during the void-filling approach to sterile product packaging which allows for potential contact between the inner and outer blister tyvek lids. This would cause the inner blister to partially opened while the outer blister is being opened.

Event description:
When the circulating rn opened the baseplate so that the surg. Tech could grab it the packaging on the inside was faulty. It had been peeled back.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.